Manufacturer narrative:
The t:slim g4 cartridge user guide states: make sure that insulin is at room temperature before use. As well as the t:slim g4 cartridge user guide states that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the user experienced fluctuating blood glucose (bg) levels for the past month. Reportedly, the bg level would increase in the evening hours and would be low during the night. The user's elevated bg level was 328 mg/dl and the user could not provide the low bg value. The user addressed the low bg level by eating candy or drinking juice. The user addressed elevated bg level with an injection and reported a bg level of 90 mg/dl at the time of the report. Reportedly, the user regularly changes the cartridge after 72 hours with humalog insulin and fills the cartridge with cold insulin. Review of the basal rate confirmed that substantial decrease in basal rate from the evening into the early morning is correct according to the user's healthcare provider settings. A follow up from the clinical diabetes specialist indicated that the user's bg level elevated to 370 mg/dl. The user reverted to an alternate pump. Additionally, on 02/24/2017, the user stated that they do not use the tandem pump for making correction bolus calculations. The user enters a specific bolus amount based on their experience of managing diabetes throughout the years. Tandem's technical support explained that if the user does not allow the pump to calculate the correction bolus using current bg value, correction factor as well as other factors such as insulin on board, can explain why the bg level does not revert to target after a correction bolus is delivered. The user acknowledged.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified due to a different issue that was identified - corrupted sector(s) in non-volatile memory (nvm).